Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the incident had happened previously before but had no other details about that occurrence. The field service representative (fsr) replaced the occluder head and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the venous occluder went into calibration mode and completely closed, which had to be opened by hand. There were no reported adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the occluder head to function as intended throughout the evaluation. Calibration was successful and the device opened and closed in response to user input. It was determined that the occluder head met specification. The service repair technician (srt) performed verification/release testing. The unit operated to the manufacturer's specifications.